Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings:.. Could not duplicate unresponsive keypad complaint. Keypad is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts.. Opened pump, moisture damage found on pcb, cgm board, and keypad flex connector . There was a dim display with reddish text.

Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time. The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged an unresponsive keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery.